Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited black image and control body had white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results. The most probable cause for black image is cause traced to a component failure and for control body had white residue is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.